Event description:
Rec'd customer medwatch which states "during attempted insertion of new line. Swan was pulled back, outside of the sheath. Pt was without pressors briefly, resulting in immediate drop in blood pressure. Pressors connected promptly." Attempts to clarify this report were unsuccessful. No permanent pt harm reported. No further info regarding the event was available.